Manufacturer narrative:
Product complaint # (B)(4). Date sent: 7/25/2019. Additional information: event date: (B)(6) 2019. On the (B)(6) 2019, a left colectomy was performed on the patient. In the night between the (B)(6) and (B)(6) 2019, the patient got vomiting several times and abdominal pain. An abdominopelvic computed tomography revealed an evisceration. The patient returned to the operating room urgently and set up a shilrey drain at the right side. On (B)(6) 2019, there was a clinical-biological alteration with intense asthenia, somnolence, increased inflammatory syndrome (crp 300 vs 104 the day before), procalcitonin 1.34, leucocytes 17.2 g/l and impaired renal function. Post operative evisceration cure on (B)(6) 2019. The patient was transferred to the intensive care unit on (B)(6) 2019.

Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What surgical procedure was performed? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed? If so, what was the result? What was the post-operative adverse effect? How many days post-operative did the adverse effect occur? How was the issue identified? How was the issue addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient?

Event description:
It was reported that following an unknown procedure, there was a post operative adverse effect. No further information available for now.